Event description:
The pt had a worsening of his parkinson's symptoms of tremor, dyskinesia, and muscle cramping. The pt was very anxious. The pt was taken to the hosp and admitted for increased tremor. The hosp staff was unfamiliar with the deep brain stimulator system, so they continued the pt's medication and closely observed the pt. The study nurse was notified of the pt condition and visited him in the hosp one day after admission. It was determined that the pt had increased the voltage of his stimulation. The pt decreased the voltage using his hand held remote controller. Within a short time of turning the stimulation down, the pt said he was feeling better. The hcp examined the pt the same day to confirm the pt was feeling better. The pt was discharged the same day. The adverse event was reported to be resolved the next day; the event was also possibly related to the pt's parkinson's disease progression and medication therapy and his chronic depression. The pt was referred to 'inpatient treatment' as a transition placement due to his inability to live independently and need for ongoing chronic care.